Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date - unknown. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2014-01249 / 01254).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, discomfort, difficulty walking, elevated metal ion levels, metal poisoning, and metallosis. Legal counsel for patient alleges that revision procedures took place on (B)(6) 2011, (B)(6)2011 and (B)(6) 2011. A review of invoice history could only confirm the initial procedure and the revision procedure that was performed on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports the patient underwent stage 1 of a 2 stage revision procedure on (B)(6) 2011 due to infection. Revision op report notes trochanteric nonunion, cortical fracturing distally in the shaft during removal of the stem, minimal cup ingrowth, and metallosis-type debris. All components were removed and replaced with antibiotic spacers. Op notes dated (B)(6) 2011 reports antibiotic spacers were removed and replaced with a second set of antibiotic spacers. Serous fluid was noted during the procedure. Stage 2 of 2 stage revision was (B)(6) 2011 and op report notes reimplantation.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, discomfort, difficulty walking, elevated metal ion levels, metal poisoning, and metallosis. Legal counsel for patient alleges that revision procedures took place on (B)(6) 2011. A review of invoice history could only confirm the initial procedure and the revision procedure that was performed on (B)(6) 2011. The first two revision procedures could not be confirmed through review of invoice history. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.